Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user was advised to seek medical attention for the brusing and pain and if a removal procedure is needed, contact one of the certified hcps. No further investigation is required.

Event description:
On december 12, 2023, senseonics was made aware of an adverse event where user experienced bruising and pain at the insertion site.